Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill four of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was a loose connection between the cassette line and the supply bag. The technical service representative assisted in clearing the alarm. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). During troubleshooting, it was found that the heater line and the heater bag became disconnected without falling. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a supply bag disconnection was reported which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.